Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. (B)(4).

Event description:
It was reported during an unknown procedure that the impactor broke upon impaction. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete (no impactor tip) at integer for evaluation and the reported event was confirmed. The body of the offset cup impactor (oci) had fractured into two (2) pieces. There was severe material deformation from impaction observed near the nose and on the round portion of the slot near the chain assembly pivot. Neither of these areas are intended to be impacted. These off-axis impactions transferred unintended off-axis force to the body of the oci, likely leading to cracks and eventually full breakage of the body of the oci as observed. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. A manufacturing review was performed and no discrepancies were found related to the failure observed. In conclusion, the reported event is confirmed and is attributed to misuse. The observed off-axis impactions likely led to cracks and eventually full breakage of the body of the oci as observed. No further investigation is required. D10 & h3: updated as complaint sample was received and evaluated. H6: updated method, results and conclusion codes.